Event description:
A report was received from the registry indicating a female patient died 16 days post cypher stent implantation. This cordis clinical study registry brought this report to our attention. According to the report, a patient died two weeks after receiving a cypher stent in the distal left circumflex coronary artery. According to the report, the primary cause of death was due to cardiogenic shock, the result of both stent thrombosis and a myocardial infarction. The patient was also with electro-stimulated heart rhythm. The principle investigator determined the cause of death as possibly related to the cypher stent and unrelated to the procedure.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.